Event description:
Customer reported the system made a loud bang during an exposure, and does not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and regreased the high voltage connectors. System operates as intended. This MDR is related to ge healthcare complaint.